Event description:
Reference manufacturer numbers: 1627487-2020-02302, 1627487-2020-02303, 1627487-2020-02304, 1627487-2020-02305 note: since it is not known which device is causing the issue, all possible devices are being reported on.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2019-14136, 1627487-2019-14137, 1627487-2019-14139. It was reported that the patient was not receiving effective therapy due to the system being unable to deliver the desired strength level. In turn, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
A patient was experiencing ineffective stimulation due to autoreducing. As a result, the patient's system was replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer number: 3006705815-2020-01981 the patient underwent surgical intervention wherein the scs system was explanted and replaced to address the issue.